Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a follow-up for asthma. Right ventricular (rv) lead dislodgement was noted. During the lead revision procedure, it was noted that the lead helix could not be retracted despite many attempts. The lead was subjected to extension and retraction for three times. The physician elected to replace the lead. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted. The reported event of inability for helix extension and retraction were confirmed. After cleaning and applying torque directly to the inner coil, the helix could extend and retract. The helix extension length was measured to be within product specification. The damage found was sustained during the surgical procedure. The lead was otherwise normal.